Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevate sensing integrity counter (sic), and was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.